Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with depleted main batteries. Information was not provided regarding whether or not the failure occurred during an infusion. The hosp rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were no available regarding addititonal contact info.